Event description:
A polyp in the descending colon was clipped and resected successfully by cftrd. The verification of the clip application had shown the appropriate position of the clip prior to resection. An adjacent perforation was recognized one day after and had to be closed surgically.

Manufacturer narrative:
The case seems to be related to the underlying risk of anastomotic leakage at the clipping site and delayed perforation which can happen after surgical and endoscopic procedures. The review of the lot based quality records revealed no abnormalities. A device defect can be excluded. Note: this report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: 'follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1'.